Manufacturer narrative:
This report is a continuation of medwatch MFR. Report #1644487-2011-00793. Device evaluated by MFR? Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
Incoming communication indicated that the patient was referred for re-implant of the vns. Because the re-implant of the patient is not relevant to the reported serious injury of infection, no further updates related to the re-implant will be reported. This report is a continuation of medwatch MFR. Report #1644487-2011-00793.